Manufacturer narrative:
The product was not returned for analysis.  Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.  The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during implantation of an intraocular lens (iol) the lens was scratched. Additional information was requested and stating the lens scratch was caused by injector.

Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of lens was scratched ; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The manufacturer internal reference number is: (B)(4).